Manufacturer narrative:
The device was returned with the introducer, pusher, and the catheter. The distal section of the pusher was according the specifications. The proximal section had the green lead wire solder joint broken. The implant coil was inside the catheter, and was noted to be stretched. The implant was detached 28cm from the distal tip of the catheter. The implant shape at the distal section was found to have no issues. The implant was noted to be stretched and the monofilament was broken, which can occur when the device is subjected to excessive force during handling. Excessive force can also break the lead wire solder joint, as seen with the returned device. Wrong manipulation, incorrect catheter position, or tortuous anatomy can also cause the implant to stretch and break the monofilament. The v-grip could also be activated during the process and produce the detachment inside the catheter. Based on investigation findings and available information, the reported complaint is confirmed as the coil was found damaged and detached, most likely due to the device experiencing forces over specification during the procedure.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that after successful placement of the coil in the vessel, the detachment controller displayed a red light during the attempt to detach the coil. The delivery wire was wiped and reconnected to the handle; however, the red light was displayed again. The controller was exchanged for a new one; however, the red light still appeared. During removal of the coil, it was noted to be detached in the catheter. The detached coil could not be flushed out of the catheter with saline, as the proximal end of the coil was stuck at the tip of the catheter. Both segments of the coil were removed in their entirety together with the catheter. There was no reported patient injury or intervention. The patient was reported to be fine.